Event description:
It was reported that a vns pt had undergone generator revision surgery due to the end of service condition of her device. The explanted device was returned to the MFR and an analysis of the device confirmed this end of service condition. The analysis also identified that the device possessed a "leaky" capacitor which increased current consumption and potentially contributed to a premature end of service condition. Once the capacitor was replaced, the device successfully passed all subsequent electrical testing.